Manufacturer narrative:
Batch review performed on 30 june 2025: lot 133290 : (B)(4) items manufactured and released on 25/09/2013. Expiration date: 31/08/2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
After 11 years and 6 months from the primary, the patient came in reporting pain and the cause of the pain is unknown. The surgeon revised to a thicker poly and the surgery was completed successfully.